Manufacturer narrative:
Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results.

Event description:
As reported, during use in a patient for the removal of an intravascular thrombus and emboli, the front-end balloon of this fogarty embolectomy catheter ruptured and could not be inflated. As per customer's opinion this might caused an interruption during surgery and increased surgical risk. The device was immediately discontinued, and another catheter was used, functioning normally. The device was not available for evaluation.

Manufacturer narrative:
Added information to section h6 (type of investigation) updated section h6 (component code), h6 (investigation findings) and h6 (investigations conclusions). It was further informed that the device was not available for evaluation since it was discarded at hospital. Without return of the product, it is unable to perform a complete investigation of the reported event. It is not possible to determine what factors may have contributed to it, and therefore no actions could be planned. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. As part of the manufacturing process the units go through a balloon winding and full visual inspection.